Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The stent was returned along with the xt-27 microcatheter. Visual examination of the returned device revealed that the stent was partially deployed out of the introducer sheath. Dried procedural fluids were noted within the introducer sheath around the stent delivery wire and stent. The distal tip of the introducer sheath was noted to be damaged. During analysis, the stent delivery wire and stent were advanced out of the distal end of the introducer sheath with some resistance experienced, the stent was fully deployed and noted to be deformed to the distal end. As per the additional information, there were no anomalies noted to the device prior to use and the device was prepared as per the dfu. It is probable that the stent/stent delivery system were damaged during stent transfer or during advancement causing the damage noted to the returned device. Therefore, an assignable cause of operational context has been assigned to this investigation.

Event description:
Based on the review of the investigation, the subject device was found to be partially deployed. There was no medical consequences to the patient.